Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that, when the surgeon engaged the zimmer air dermatome ii handpiece to the skin to take the graft using proper technique, the air supply power of the device skipped multiple times causing the graft to be destroyed. The event occurred with an adverse impact to the pt and surgery was extended for an unk amount of time.